Event description:
The customer called for help with her contour meter. She performed a control test during the call and received a result of 292 mg/dl. The normal control range was 108 - 149 mg/dl. No adverse events were alleged. The test strips were to be returned for eval, but they were not received by the qa lab. Replacement test strips and a new meter were sent to the customer.